Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20200316 - file-2020-00490 - analysis_and_closure_report_resp-2020-00283.pdf].

Event description:
Reportedly, premature battery depletion occurred with the subject pacemaker.preliminary analysis revealed that normal battery depletion occurred according to hrs guidelines.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, premature battery depletion occurred with the subject pacemaker. Preliminary analysis revealed that normal battery depletion occurred according to hrs guidelines.